Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "patient is phoning to find out 'what's next' and if we can point her in the right direction as both implants have ruptured causing her to be quite unwell and they are now required to come out asap, she has been informed that the implants that she has are on the 'recall' list." This is for the left side. The device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data.

Event description:
Patient reported left rupture and "informed implants on recall list". The device has been explanted and replaced.